Manufacturer narrative:
Continued d.4: lot numbers of 2064386 and 2064388 have been provided, relation to affected side not determined.

Event description:
Patient reported right side deflation. Healthcare professional later reported deflation. Healthcare professional later reported calcification. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.